Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and a positioning issue. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a female with unknown age and weight and a 45-year-old male with an unknown weight.

Manufacturer narrative:
The devices for the two malfunctions have not been returned to the manufacturer for evaluation. The medical records for both malfunctions have been returned for review. Of the two devices, one lot number was provided. Both investigations were confirmed for positioning issue, however they are inconclusive for tilt. The root cause could not be determined. The device is labeled for single use.

Manufacturer narrative:
The devices for the two malfunctions have not been returned to the manufacturer for evaluation. The medical records for both malfunctions have been returned for review. The investigation of the reported malfunctions are currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and a positioning issue. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a female with unknown age and weight and a (B)(6) year old male with an unknown weight.